Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Root cause description: no sample, no lot.

Event description:
It was reported that after a successful insertion, the prn began to leak with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: at 8:00 on (B)(6) 2019, the nurse used a closed indwelling needle to puncture the infusion. After the routine puncture was successful, the heparin cap (prn) was leaked. After the checking, found the closure was not strict. The infusion was stopped immediately. Indwell the needle, replace the new indwelling needle, and puncture the infusion on the opposite side.